Event description:
I had the infuse implanted during my spinal surgery. I began to have serious complications such as pain, mental anguish, physical limitations as well as the need for a follow up surgery.